Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in missing trend data was observed on the device. Abbott technical support was contacted, and reprogramming is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.